Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was high. As these occlusions occurred prior to contacting tandem technical support, trouble shooting to determine a cause for these occlusions could not be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.